Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. 689939) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi= 33.458), abdominal pain, asthma, heart disease, unspecified, thyroid disorder, hypertension, diabetes, cancer, renal disease, hepatic disease, thrombophlebitis, gallbladder disease, hypercholesterolemia, heart murmur, anxiety, depression, fatigue, erythema and headache. Previously administered products included for prevent pregnancy: mirena from 2005 to 2006. Concurrent conditions included metrorrhagia, cramp in lower abdomen, genital bleeding, genital bleeding, dyspareunia, menometrorrhagia, endometriosis and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In november 2010, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cysts"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain/ weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and abdominal pain lower ("lower abdomen-left ovary/ lower abdomen-right ovary"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, irritable bowel syndrome, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, irritable bowel syndrome, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 255 lbs. Trailing coils: left 4, right 4. Discrepancy noted : per pfs- plaintiff did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on 04-jan-2011: essure devices in appropriate location. Successful tubal occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. 689939) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi= 33.458), abdominal pain, asthma, heart disease, unspecified, thyroid disorder, hypertension, diabetes, cancer, renal disease, hepatic disease, thrombophlebitis, gallbladder disease, hypercholesterolemia, heart murmur, anxiety, depression, fatigue, erythema and headache. Previously administered products included for prevent pregnancy: mirena from 2005 to 2006. Concurrent conditions included metrorrhagia, cramp in lower abdomen, genital bleeding, genital bleeding, dyspareunia, menometrorrhagia, endometriosis and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cysts"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain/ weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and abdominal pain lower ("lower abdomen-left ovary/ lower abdomen-right ovary"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, irritable bowel syndrome, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, irritable bowel syndrome, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Trailing coils: left 4, right 4. Discrepancy noted : per pfs- plaintiff did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure devices in appropriate location. Successful tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Event ¿injury¿ was replaced with other events given in the pfs. Events added- menorrhagia, vaginal haemorrhage, ovarian cyst, dysmenorrhoea, irritable bowel syndrome, pelvic pain, weight increased, abdominal pain lower. Severity of events ¿abdominal pain lower¿ updated. Removal date added. Historical products added. Medical history, concurrent conditions and lab details added. Reporter information, patient details, product indication updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.